Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the pump touch screen was "upside down and had discolored icons." There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.